Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09211. The pt reported experiencing a shocking sensation at two different places on his back. One above his battery site, and second near his shoulder by his scapula. The shocking sensation does not happen at the same time. When pt feels the shock, it is in one of the two places. Pt's ipg is located in the buttocks area. Pt reported good coverage in his desired pain pattern left arm and the neck. In an effort to resolve the issue sjm representative reprogrammed the pt to adjust his perception and comfort but the pt has continued to experience the sensation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.